Event description:
Delay of therapy during alarm condition reported. A nurse attempted to give a stat lasix dose (unspecified amount) via pump. Nurse set up a syringe of lasix to the IV tubing cassette secondary port. The pump alarmed cassette and reportedly would not allow backpriming. The nurse changed the pump and the same alarm occurred. Nurse then changed the tubing to resolve the alarm condition. There was no report of any pt harm or adverse sequelae. The pt has subsequently been discharged home.